Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedances. The device was explanted, but the rv lead remains in service. During the device change out, defibrillation threshold testing was performed successfully. The physician believes the high shock impedances are not due to a lead issue, but are a normal change with this single coil rv lead. No adverse patient effects were reported.